Event description:
The handpiece (drill) was returned for evaluation and repair with a report that it heats up. The user facility reported that the device was starting to show signs that it needed repair ¿running slow, rough, and heating up¿. There was no report of patient impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation and repair. The service technician found the drill was returned in a non-functioning condition that did not allow temperature testing. The evaluation found several components, including the motor, bearings, and nose spindle, were replaced due to corrosion. All parts were replaced and the device was tested to specifications and returned to the customer.